Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial #c24abb1180); egia60amt, egia60amt egia 60 artic med thick sulu,(lot #unknown); egia45amt, egia45amt egia 45 artic med thick sulu,(lot #unknown); sigphandle, sig power sigphandle handle, (serial #unknown); sigpshell, sig power sigpshell control shell, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectal resection with robot support, during firing at the rectum, there was a breakage or damage at the pin. It occurred on the two adapters. Moreover, the 60mm purple reload did not open at all inside the abdominal cavity, and the 45mm purple reload had an unintended articulation or uncontrollable problem. Another company's product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Evaluation noted that the adapter was connected to the gen2 acc software and the strain gauge was responsive. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 15 of 50 procedures remaining. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.5 software. The device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. The instrument was not broken, jaws opened, and there was no uncontrolled articulation. It was reported that there was a breakage or damage at the pin. It occurred on the two adapters. Moreover, the 60mm purple reload did not open at all inside the abdominal cavity, and the 45mm purple reload had an unintended articulation or uncontrollable problem. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uart communications errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.